Event description:
It was reported that the right ventricular (rv) lead had high impedance and was fractured. It was also reported that upon extraction of the rv lead the right atrial (ra) lead was also removed as it was adhered to the rv lead. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 implantable tachy lead, (B)(6) 2007, explanted: (B)(6) 2014. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Full analysis could not be performed due to legal restrictions. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated apparent explant damage.